Manufacturer narrative:
Stimwave quality has investigated the details surrounding a complaint resulting from apparent stimulator migration reported by the implanting clinician to stimwave on (B)(6) 2017. The patient was implanted on (B)(6) 2017 with a stimq (stmq-rcv-a0) pns stimulator. The stimulator was implanted near the pudendal nerve, a common peripheral nerve target for chronic pain therapy. The patient already had an active implantable medical device (medtronic stimulator, exact model unknown) for the same pain indication on the other side of the body. Therefore, the stimq pns system was indicated by the implanting clinician to be used in addition to the medtronic system. There were no complication experienced during the procedure, and the patient was sent home following recovery with adequate coverage and pain relief. On (B)(6) 2017, the patient reported a loss of stimulation sensation to the implanting clinician who ordered x-rays that confirmed migration of the stimulator electrodes from their original location. Attempts to reprogram the stimulator in the new location were not successful and explanation of the device was scheduled for (B)(6) 2017. The patient reported no adverse side effects or secondary effects. During this investigation, stimwave discussed the events of the implant, reprogramming, and migration with the clinical specialist for this case. The clinical specialist stated that the implanting clinician implanted the stimq stimulator in identical fashion as he would a medtronic stimulator for the implant location. The implanting clinician used the introducer provided with the stimq stimulator kit and advanced the stimulator caudally towards the targeted pudendal nerve. Placement was confirmed with test stimulation providing the desired pain relief. With the stimulator in the desired location, the implanting clinician began to fixate the stimulator in place. The clinical specialist noted the implanting clinician formed a strain relief loop with the remainder of the stimulator body, and secured the empty tubing to the surrounding tissue using sutures. This practice is a common migration mitigation technique that is used for stimulation systems with implantable pulse generators (ipgs). When stimwave asked why a strain relief loop was used, the clinical specialist noted that the implanting clinician performs this technique regularly with the medtronic systems. The stimq pns system instructions for use (IFU) includes instructions for securing the stimulator with sutures around the device to the nearby tissue (05-00669, pages 24 and 26). The IFU does not include steps for creating a strain relief loop for securing the stimulator. Rather, the stimq stimulator can be trimmed to remove any excess empty tubing before closing the skin and applying sterile dressing. The stimq pns system does not require the use of a strain relief loop as there is no ipg. The source of the issue was not traced back to inadequate documentation of implant procedure, and the device did not fail to meet performance or safety specifications. It is possible that noncompliance to migration mitigation steps as detailed in the receiver instructions for use may have contributed to the issue. Stimulator migration is a known adverse event for peripheral nerve stimulators and the stimq pns system and is mitigated as far as possible in the product's risk management file. Stimwave believes that if the implanting clinician would have followed the IFU, this kind of adverse event is less likely to occur. The root cause of the complaint is attributed retention force of the stimulator and tines not meeting the actual force applied on the stimulator after implant (thus resulting in migration). Additional anchoring techniques used by the clinician may have exacerbated the situation. In this case, the clinician did not fixate the stimulator in accordance with the IFU, and may have increased the risk of migration of the stimulator. Corrective action is not required to remedy the root cause of the complaint. The clinician did not follow stimwave's IFU for anchoring and fixating devices in such a way that migration is mitigated. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in the stimwave's risk management file. Stimwave shall open a preventive action to investigate and determine if the stimulator retention force may be improved with design or technique. On august 23, 2017, stimwave contacted the implanting clinician and described the root cause as identified by the investigation based on his narrative. Following the anchoring and fixation procedures described in stimwave ifus will mitigate device migration. Stimwave reminded the implanting clinician that in future cases, he should use only methods that are endorsed within the product's IFU that she has been trained to, as this will reduce instances of device migration. Stimwave reminded the clinical specialist that she should reinforce implantation procedures described in the IFU. Stimwave has informed all parties that the product was not the source of the issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as migration can lead to an injury, and medical or surgical intervention was required to preclude permanent impairment or damage. Stimwave has reported this as an adverse event. Stimwave acknowledges that this event is reported late, but is being reported as part of corrective and preventive action (not related to this issue) to ensure compliance to adverse event reporting procedures and the regulations.

Event description:
On (B)(6) 2017, the patient reported a loss of stimulation sensation to the implanting clinician who ordered x-rays that confirmed migration of the stimulator electrodes from their original location. Attempts to reprogram the stimulator in the new location were not successful and explanation of the device was scheduled for (B)(6) 2017. The patient reported no adverse side effects or secondary effects.